Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) defibrillation lead exhibited noise on the rate/sense channel, oversensing, and loss of capture. There was no pacing inhibition. The lead was surgically abandoned and replaced. No additional adverse patient effects were reported.

Event description:
Additional information was received which noted that the lead was tested via the pacing system analyzer (psa) during the revision procedure, and the loss of capture was reproduced. The physician believed the lead was fractured. No additional adverse patient effects were reported.